Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.9, lab: 3.41. Date: (B)(6) 2010, inratio: 1.6, lab: 2.0. Testing was done within one hour on (B)(6) 2010. Customer also reports data from about six months ago, when he first got the meter.

Manufacturer narrative:
Investigation pending.